Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and uterine leiomyoma ("urine fibroids") in an adult female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's past medical history included endometrial polyp and menses irregular. Concomitant products included levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine leiomyoma (seriousness criteria medically significant and intervention required) with dysmenorrhoea and menorrhagia and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (underwent a hysterectomy with left salpingectomy due to complications from the essure device) and surgery (underwent a hysterectomy with left salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, uterine leiomyoma, urinary incontinence, depression and anxiety outcome was unknown and the pelvic pain and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, pelvic pain, urinary incontinence, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2017 surgical pathology report: final pathology diagnosis: uterus and left tube supracervical hysterectomy- endometrium: proliferative phase endometrium and no hyperplasia or carcinoma identified. Myometrium: fragments of leiomyomata, adenomyosis. Left fallopian tube: fallopian tube with benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: leiomyomatous uterus, menorrhagia, dysmenorrhea, urinary incontinence. Most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received - outcome of vaginal haemorrhage updated to recovering. Lot number, new reporter and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and uterine leiomyoma ("urine fibroids") in an adult female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's past medical history included endometrial polyp and menses irregular. Concomitant products included levonorgestrel and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine leiomyoma (seriousness criteria medically significant and intervention required) with dysmenorrhoea and menorrhagia and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (underwent a hysterectomy with left salpingectomy due to complications from the essure device) and surgery (underwent a hysterectomy with left salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, uterine leiomyoma, urinary incontinence, depression and anxiety outcome was unknown and the pelvic pain and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, pelvic pain, urinary incontinence, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2017 surgical pathology report: final pathology diagnosis: uterus and left tube supracervical hysterectomy- endometrium: proliferative phase endometrium and no hyperplasia or carcinoma identified. Myometrium: fragments of leiomyomata, adenomyosis. Left fallopian tube: fallopian tube with benign paratubal cyst . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: leiomyomatous uterus, menorrhagia, dysmenorrhea, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and uterine leiomyoma ("urine fibroids") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff didn¿t undergo an essure confirmation test". The patient's past medical history included endometrial polyp and menses irregular. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine leiomyoma (seriousness criteria medically significant and intervention required) with dysmenorrhoea and menorrhagia and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (underwent a hysterectomy with left salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the uterine perforation, uterine leiomyoma, urinary incontinence, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, pelvic pain, urinary incontinence, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2017 surgical pathology report: final pathology diagnosis: uterus and left tube supracervical hysterectomy- endometrium: proliferative phase andometrium and no hyperplasia or carcinoma identified myometrium: fragments of leiomyomata, adenomyosis left fallopian tube: fallopian tube with benign paratubal cyst. Most recent follow-up information incorporated above includes: on 18-jul-2018: new pfs received- new events added: abnormal bleeding (vaginal), depression and mental anguish, pain, perforation (uterus) were added. Outcome of event pain from unknown to recovering/resolving was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and uterine leiomyoma ("urine fibroids") in a 41-year-old female patient who had essure (batch no. 628430, 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's medical history included endometrial polyp and menses irregular. *(B)(6) 2017 surgical pathology report: final pathology diagnosis: uterus and left tube supracervical hysterectomy- endometrium: proliferative phase andometrium and no hyperplasia or carcinoma identified myometrium: fragments of leiomyomata, adenomyosis left fallopian tube: fallopian tube with benign paratubal cyst. Concurrent conditions included anemia since 2009. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2009 and levonorgestrel. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"), 8 months 20 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("pain/pelvic pain") and urinary incontinence ("urinary incontinence/bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criteria medically significant and intervention required) with dysmenorrhoea and menorrhagia and experienced menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (underwent a hysterectomy partial with left salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, uterine leiomyoma, urinary incontinence, depression, anxiety and menometrorrhagia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, menometrorrhagia, pelvic pain, urinary incontinence, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:leiomyomatous uterus, menorrhagia, dysmenorrhea , urinary incontinence. Expiration date (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: plaintiff fact sheet was received. Lot number was added. Events added from pfs-menometrorrhagia. Events onset date was updated. Reporter information was added. Outcome of the event "abnormal bleeding (vaginal)" was updated to recovered / resolved from recovering / resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and uterine leiomyoma ("urine fibroids") in a 41-year-old female patient who had essure (batch no. 628430, 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's medical history included endometrial polyp and menses irregular. *(B)(6) 2017 surgical pathology report: final pathology diagnosis: uterus and left tube supracervical hysterectomy- endometrium: proliferative phase andometrium and no hyperplasia or carcinoma identified myometrium: fragments of leiomyomata, adenomyosis left fallopian tube: fallopian tube with benign paratubal cyst. Concurrent conditions included anemia since 2009. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2009 to (B)(6) 2009 and levonorgestrel. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"), 8 months 20 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("pain/pelvic pain") and urinary incontinence ("urinary incontinence/bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criteria medically significant and intervention required) with dysmenorrhoea and menorrhagia and experienced menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (underwent a hysterectomy partial with left salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, uterine leiomyoma, urinary incontinence, depression, anxiety and menometrorrhagia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, menometrorrhagia, pelvic pain, urinary incontinence, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:leiomyomatous uterus, menorrhagia, dysmenorrhea , urinary incontinence. Expiration date (B)(6) 2017. Lot number:628196 manufacture date:2008-10 expiration date:2011-10. Lot number:628430 manufacture date:2008-11 expiration date:2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and uterine leiomyoma ('urine fibroids') in a 41-year-old female patient who had essure (batch no. 628430, 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's medical history included endometrial polyp, menses irregular, tubal pregnancy and urinary incontinence. *27apr2017 surgical pathology report: final pathology diagnosis: uterus and left tube supracervical hysterectomy- endometrium: proliferative phase andometrium and no hyperplasia or carcinoma identified myometrium: fragments of leiomyomata, adenomyosis left fallopian tube: fallopian tube with benign paratubal cyst. Concurrent conditions included anemia since 2009. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2009 to (B)(6) 2009 and levonorgestrel. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"), 8 months 20 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("pain/pelvic pain") and urinary incontinence ("urinary incontinence/bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criteria medically significant and intervention required) with dysmenorrhoea and menorrhagia and experienced menometrorrhagia ("menometrorrhagia") and post procedural complication ("post removal complication"). The patient was treated with surgery (underwent a hysterectomy partial with left salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain and vaginal haemorrhage had resolved and the uterine leiomyoma, urinary incontinence, depression, anxiety, menometrorrhagia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, menometrorrhagia, pelvic pain, post procedural complication, urinary incontinence, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for menorrhagia, perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:leiomyomatous uterus, menorrhagia, dysmenorrhea , urinary incontinence. Expiration date 27-apr-2017. Lot number:628196 manufacture date:2008-10 expiration date:2011-10 . Lot number:628430 manufacture date:2008-11 expiration date:2011-11 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and uterine leiomyoma ('urine fibroids') in a 41-year-old female patient who had essure (batch no. 628430, 628196) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's medical history included endometrial polyp, menses irregular, tubal pregnancy and urinary incontinence. (B)(6) 2017 surgical pathology report: final pathology diagnosis: uterus and left tube supracervical hysterectomy- endometrium: proliferative phase andometrium and no hyperplasia or carcinoma identified myometrium: fragments of leiomyomata, adenomyosis. Left fallopian tube: fallopian tube with benign paratubal cyst. Concurrent conditions included anemia since 2009. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2009 and levonorgestrel. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"), 8 months 20 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("pain/pelvic pain") and urinary incontinence ("urinary incontinence/bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criteria medically significant and intervention required) with dysmenorrhoea and menorrhagia and experienced menometrorrhagia ("menometrorrhagia") and post procedural complication ("post removal complication"). The patient was treated with surgery (underwent a hysterectomy partial with left salpingectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain and vaginal hemorrhage had resolved and the uterine leiomyoma, urinary incontinence, depression, anxiety, menometrorrhagia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, menometrorrhagia, pelvic pain, post procedural complication, urinary incontinence, uterine leiomyoma, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: patient received treatment for menorrhagia, perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:leiomyomatous uterus, menorrhagia, dysmenorrhea , urinary incontinence. Expiration date 27-apr-2017. Lot number:628196. Manufacture date:2008-10. Expiration date:2011-10. Lot number:628430. Manufacture date:2008-11. Expiration date:2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: mr received : reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and uterine leiomyoma ('urine fibroids') in a 41-year-old female patient who had essure (batch no. 628430, 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's medical history included endometrial polyp and menses irregular. *(B)(6) 2017 surgical pathology report: final pathology diagnosis: uterus and left tube supracervical hysterectomy- endometrium: proliferative phase andometrium and no hyperplasia or carcinoma identified myometrium: fragments of leiomyomata, adenomyosis left fallopian tube: fallopian tube with benign paratubal cyst. Concurrent conditions included anemia since 2009. Concomitant products included paracetamol (acetaminophen) for pelvic pain female as well as ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2009 and levonorgestrel. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"), 8 months 20 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("pain/pelvic pain") and urinary incontinence ("urinary incontinence/bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma (seriousness criteria medically significant and intervention required) with dysmenorrhoea and menorrhagia and experienced menometrorrhagia ("menometrorrhagia") and post procedural complication ("post removal complication"). The patient was treated with surgery (underwent a hysterectomy partial with left salpingectomy due to complications from the essure device). Essure was removed on 27-apr-2017. At the time of the report, the uterine perforation, pelvic pain and vaginal haemorrhage had resolved and the uterine leiomyoma, urinary incontinence, depression, anxiety, menometrorrhagia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, menometrorrhagia, pelvic pain, post procedural complication, urinary incontinence, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for menorrhagia, perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:leiomyomatous uterus, menorrhagia, dysmenorrhea , urinary incontinence. Expiration date 27-apr-2017. Lot number:628196 manufacture date:2008-10 expiration date:2011-10 lot number:628430 manufacture date:2008-11 expiration date:2011-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: post removal complication added. Event outcome, rcc comments were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine leiomyoma ("urine fibroids") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine leiomyoma (seriousness criteria medically significant and intervention required) with dysmenorrhoea and menorrhagia and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (underwent a hysterectomy with left salpingectomy due to complications from the essure device). At the time of the report, the uterine leiomyoma and urinary incontinence outcome was unknown. The reporter considered urinary incontinence and uterine leiomyoma to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.